Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a large flexnav. The patient presented in normal sinus rhythm with first heart block (hb), right bundle branch block (rbbb). The valve was implanted at a depth of 3mm on non-coronary cusp (ncc) and 3mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. On (B)(6) 2025, the patient experienced a heart block, requiring a permanent pacemaker to be implanted. The patient required hospitalization for one day to monitor rhythm.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention were due to case-specific circumstances. Following the procedure, a permanent pacemaker was implanted and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.